Event description:
Healthcare professional reported, left side deflation. The device has been explanted.

Manufacturer narrative:
E1: zip code: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10may2024.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left-side deflation. The device has been removed and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed three opening on anterior assessed as surgical damage and observed an opening posterior assessed as fold flaw opening. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.